Manufacturer narrative:
(B)(4). The lot was manufactured from december 17, 2015 to december 18, 2015. The device was returned from evaluation. Visual inspection revealed that solution had leaked into the housing. The reported condition was verified. The cause of the condition was determined to be a ruptured reservoir. The cause of the rupture was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there a small volume infusor leaked during filling. There was no patient involvement. No additional information is available.